Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. According to the report, the procedure was successfully completed without a significant delay using the same device. Since it has been reported the patient is stable with no complications, no further clinical/medical assessment is warranted at this time. Should any additional relevant medical information be provided, this complaint would be re-assessed. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during shoulder arthroscopy, the top portion of the "3.2mm magnum punch" broke into 2 pieces, inside of the patient, when the surgeon attempted to pull it out of the bone. All pieces were recovered from the patient using pliers. The procedure was successfully completed without significant delay using the same device. No further complications were reported.